Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (patient lesion morphology, calcified lesion with 85% stenosis). No results available since device not yet returned. Device not returned. Evaluation conclusions: known inherent risk of procedure (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition device (patient lesion morphology, calcified lesion with 85% stenosis). Unable to confirm complaint. Device not returned. (B)(4).

Event description:
The physician attempted to deploy an endeavor resolute 3.00 x 15 mm rx drug eluting stent. The target lesion was in the lad and was long, exhibited 85% stenosis, severe calcification and the vessel tortuosity was moderate. A pre-dilatation was carried out. The stent was then advanced to the lesion but it would not cross. The stent was withdrawn and it was reported that the stent was deformed. There were no patient complications reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).